Event description:
A physician reported a pt who was skin tested on 8 april 1998 with negative results. On 8 may 1998, the pt was treated in the glabella and the nasolabial areas. The procedure was uneventful. On 9 may 1998, the pt developed redness and "lumpiness" at all treatment sites. On 5 august 1998, the pt returned to the office with redness and "lumpiness" at all treatment sites. The physician prescribed a medrol dose pack. On 11 august 1998, the pt reported by telephone that the symptoms had subsided.